Event description:
A malfunction alarm occurred on pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.